Manufacturer narrative:
Section d10 references: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con): who reported therapy on the left side had been off for the past four days. This was the third time therapy had turned off and they didn¿t know why as the patient charged every monday, wednesday, and friday and the least they had ever been down to was 50% when they charge again. During the call the programmer was used to turn therapy on which resolved the issue.